Event description:
The customer reported 2 of their remote alarm cables had the cables wiring pulling away from the cable plug. Both product problems were reported in 2008. The customer reported when the cables were placed into the remote alarm jack of a ventilator and a ventilator alarm activated, the facility remote nurse call did not alarm. The customer reported the cables were not being used while on a patient; therefore, there was no patient harm or involvement. The customer ordered replacement cables and was requested to send the damaged cables back to the manufacturing facility for failure analysis.